Event description:
The customer reported that the companion external battery was charging in the companion 2 driver, but the companion 2 driver would sense the battery for only approximately 30 seconds. This alleged failure mode poses a low risk to the pt because it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion external battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.